Event description:
The pt received her scs system on (B)(6) 2009. It was reported that she observed what is believed to be a low battery warning for the ipg. Otherwise, she is said to be receiving adequate therapy from her scs system. Based on the pt's current program parameters, the low battery warning would be indicative of premature battery depletion. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.